Manufacturer narrative:
The investigation is ongoing.

Event description:
Per the field clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure using 26mm sapien 3 ultra resilia valve, the balloon rupture occurred during valve deployment. The implanter was advised on balloon rupture complication management. Despite multiple attempts to consult, the implanter attempted to remove sheath prior to balloon snare, and the balloon tip was pulled into right common iliac artery stent (rcia) stent resulting in no ability to pull or advance delivery system further. The patient was transferred to or and required open surgical removal and repair of rcia. The patient later expired due to a post-operative closure complication on the left lower extremity, which had been the non-working side, resulting in ischemia of the left lower extremity.